Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose level was 289 mg/dl. Customer stated that her blood glucose went up due to low reservoir. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was like to did self-test however, the insulin pump was currently calibrating. The insulin pump will not be returned for analysis.